Manufacturer narrative:
(B)(4), date sent: 4/20/2021. D6a: only event year is known: 2018. H6: no device problem found (c19). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have cause the reported event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information received: the patient implanted at an unknown location in 2018, complaining of dysphagia, has a recurring hiatal hernia but linx still appears to be below the diaphragm. Had hhr at implant, planning to do nissen at time of removal. The device is scheduled to be removed on (B)(6) 2021. Please confirm, was the linx device explanted on (B)(6) 2021? Yes. Do you have the linx product code, lot number and serial number (if applicable)? Not available- implanted elsewhere. How severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Moderate to severe- recurrent hiatal hernia as the root cause of the dysphagia. Did the dysphagia improve after the device was implanted initially? Unknown. Did the patient have an autoimmune disease? No, healthy 24 yr old male. Is the patient currently taking steroids / immunization drugs? No. On what date was the linx device implanted? 2018 - implanted elsewhere. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, hhr. Was the device found in the correct position/geometry at the time of removal? Unknown, recurrent hiatal hernia mentioned. Was a new linx placed after this one was removed? No, was planning fundo, removing surgeon not trained on linx. What is the current patient status? Unknown. It is not known where the patient was implanted originally. The surgeon who removed the linx device was not able to provide the implanting surgeon¿s information. Therefore, the results of the preop diagnostics and the patient¿s preop conditions are not know. The reason for the removal was dysphagia and a recurring hiatal hernia was also noted prior to the removal. The hiatal hernia likely contributed to the dysphagia.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Device explant on (B)(6) 2021 could not be confirmed. The device was explanted in 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm, the linx device explanted on (B)(6) 2021? Do you have the linx product code, lot number and serial number (if applicable)? What was the reason for removal of the linx device (no issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.)? If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Did the dysphagia improve after the device was implanted initially? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? On what date was the linx device implanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was the device found in the correct position/geometry at the time of removal? Was a new linx placed after this one was removed? What is the current patient status? Is the device that was explanted available for return? Answers = the only other detail is that the explanted linx is being shipped back. Otherwise I have no additional info. Additional information was requested, and the following was obtained: does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was mesh used at time of implant? Have the symptoms resolved since the device was explanted? Answer = I have no additional information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is scheduled for (B)(6) 2021. The reason for explant is unknown.